Event description:
It was reported that two (2), size m4fen, specialized fenestrated low pressure cuffed tracheomstomy tubes were mfg and labeled incorrectly. The device order/specification was for a fenestrated outer cannula. The patient received two (2) specialized non-fenestrated tracheostomy tubes incorrectly labeled as m4fen. One of the devices was placed and shortly after the patient experienced breathing difficulties. The device was removed, patient re-intubated with a back-up device and returned to baseline condition shortly after. After removal of the involved device it was detected that the outer cannula was not fenestrated. The second m4fen device from this order was visually examined and also found to be non-fenestrated. One (1), size m4fen device was returned to the MFR on 12/07/98 for decontamination, analysis and investigation.